Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was above 500 mg/dl with large ketones, not identified as dangerous by healthcare provider. It was reported that the customer administered a manual dose injection then went to the emergency room where they were treated intravenously with fluids of saline and insulin. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.